Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the atrial electrogram channel that could be reproduced with isometrics. It was also reported that the noise was causing inappropriate mode switches. When the clinician tested the atrial lead, there was intermittent oversensing. The device and atrial lead are still in use. No patient complications have been reported as a result of this event.